Event description:
Several times that I have used the u click pocket tampons by kotex the cotton part has started coming apart when I removed it from my body. Several times I couldn't remove the tampon with just the [invalid] because the cotton was pulling apart so much that I had to reach inside my body to grab the entire tampon. It never appeared that any cotton of the tampon remained inside my body, but I can't be 100% certain.